Manufacturer narrative:
The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
H11. Additional manufacturer narrative. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty and then approximately 6 years 10 months later experienced a revision surgical procedure for alleged prosthesis wear. The patient suffered pain and discomfort which in turn negatively affected mobility and quality of life. After surgery, the patient experienced a lengthy recovery with pain and suffering during the rehabilitation period. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.